Event description:
Healthcare professional reported right side "pain and device completely broken." Healthcare professional additionally reported "right hilar region appears to be initially attributable to a reactive lymph node measuring 7-8 mm", "enlarged lymph nodes present in the hilar-mediastinal region and the axillae bilaterally, which appear to be reactive", and ¿non-calcified solid nodular structure measuring around 3-4 mm in the right apical region.¿ the event of ¿non-calcified solid nodular structure measuring around 3-4 mm in the right apical region¿ is not device related. Device has been explanted and replaced by a non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, pain, lump/nodule-ndr.